Manufacturer narrative:
When the technician investigated the likorall 243 es he found the plastic housing broken. The strap was most likely wound into the housing incorrectly. According to instruction guide, 7en120115, shall the user always ensure before lifting that the strap is not twisted or worn and can move in and out of the lift freely. It is unknown if the facility performs preventative maintenance on their lifts. The technician replaced the broken plastic housing to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating a likorall lift strap let out approximately 12 inches while lifting a patient. There was no patient injury reported. (B)(4).